Event description:
It was reported that stent thrombosis occurred requiring additional intervention and hospitalization. Patient presented with chest pain. A lesion in the left anterior descending artery (lad) was revealed via angiogram. A 2.75 x 38 mm promus premier and 3.00 x 24 mm promus premier were deployed overlapping at the lesion site. Within 10 hours, the patient experienced severe chest pain and changes in the electrocardiogram (ECG). Angiogram revealed stent thrombosis in the lad and no flow from middle to distal lad. An additional drug eluting stent was deployed in the distal mid lad bailing out the stent thrombosis. The patient was admitted to the hospital and is expected to fully recover.

Event description:
It was reported that stent thrombosis occurred requiring additional intervention. Patient presented with chest pain. A lesion in the left anterior descending artery (lad) was revealed via angiogram. A 2.75 x 38 mm promus premier and 3.00 x 24 mm promus premier were deployed overlapping at the lesion site. Within 10 hours, the patient experienced severe chest pain and changes in the electrocardiogram (ECG). Angiogram revealed stent thrombosis in the lad and no flow from middle to distal lad. An additional drug eluting stent was deployed in the distal mid lad bailing out the stent thrombosis. The patient was admitted to the hospital and is expected to fully recover. It was further reported that the patient was stable and fully recovered after procedure and discharged from the hospital.